Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum for a rectal mucosal prolapse during an endoscopic ligation of hemorrhoids procedure performed on (B)(6) 2025. During the procedure, after aspiration through the endoscope while inside the patient, it was observed that the bands could not be deployed. The endoscope was then withdrawn, revealing that the bands were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results- the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. In addition, the handle had evidence of trip wire being secured and the slack was taken up. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Based on the product analysis conducted on the returned device, there was no damage observed on the handle. Additionally, the handle showed evidence that the trip wire was properly secured to the post, and the slack had been taken up. However, the ligator housing was not returned for analysis. Due to the absence of the ligator housing, it was not possible to determine whether any defect existed in that component. Therefore, the root cause of this complaint is classified as cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum for a rectal mucosal prolapse during an endoscopic ligation of hemorrhoids procedure performed on (B)(6) 2025. During the procedure, after aspiration through the endoscope while inside the patient, it was observed that the bands could not be deployed. The endoscope was then withdrawn, revealing that the bands were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.